Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarm during the rewind test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer was unable to confirm if the drive support cap was normal /protruded/loose/sticking out. Customer reported that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump alarmed another motor error during fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.